Event description:
The user facility reported a 62-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The patient had significant bleeding from his right axilla requiring several units of blood (prbc) and emergent trip to the or for exploration of bleed. The graft/axillary artery anastamosis had separated and required surgical repair. There was no problem with the impella pump, just the surgical attachement of the graft to the artery.

Manufacturer narrative:
The investigation into the reported bleeding/vascular damage has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the access site bleeding was most likely use related and related to the initial attachment of the graft to the artery. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿